Event description:
The manufacturer received information alleging a ventilator's touchscreen was not responding. There was no harm or injury reported. The customer removed and reinserted the internal battery to correct the issue.